Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Failure to follow instructions (patient under 18 years). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the emergent endovascular treatment of a traumatic aortic rupture at the isthmus level. It was reported that approximately one year post index procedure a CT revealed that there was fibrin deposition at the distal end of the stent graft with no lumen reduction. The physician elected to treat the patient with aspirin. Per the investigator the fibrin deposition did not result in a clinical event nor secondary intervention therefore assessed to not be device or procedure related. No additional clinical sequelae were reported and the patient will be monitored by the physician.